Event description:
It was reported that the patient felt unwell shortly after entering a power distribution room. The programmer displayed an elective replacement indicator (eri) alert and was unable to calculate the remaining service life of the device. A false eri alert was suspected. The pacemaker was reprogrammed and restored to normal operational status. The patient was in stable condition with no adverse events.